Manufacturer narrative:
A supplemental report is being submitted for a correction: additional products: d1: battery d4: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two (2) batteries ((B)(6), (B)(6)) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The batteries were able to properly charge and provide power to the test controller. As a result, the reported batteries no power event was not confirmed. Review of log files was not performed since log files covering the event date were not available for analysis. As a result, the reported power disconnect alarm event could not be confirmed. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a marginal connection, communication error, and/or momentary disconnection between the battery and controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024, serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 16-may-2024 h3: no h4: mfg date:  27-may-2023 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two (2) batteries were giving battery disconnect alarms, also that the batteries were not providing power and were not recognized by the controller, the batteries were exchanged.